Event description:
It was reported that the device was explanted after implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. Unfortunately, the reason for explanting the device was not provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), the operative report was received. Unfortunately, the reason for explanting the device was not provided, nor could it be learned from the op report. The device history record (DHR) review was completed and there was no nonconformance found related to this event.